Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "procedure - avm glue embolization pathology - aca avm associated products - fargo.058, magic 1.2f, hybrid .007d during an avm case, the physician decided to use magic 1.2f for glue inject. Fargo .058 was advanced till cavernous ica segment. Magic 1.2 f & hybrid .007d was prepared as per IFU. Magic 1.2f was navigated over hybrid .007 guidewire and placed inside the fargo. Suddenly physician felt that he has lost control over the wire and then he found that hybrid .007 broke while he is putting inside the magic. Then he simply withdrew the whole system and took a new hybrid .007d for complete that case. Later glue embolization was completed by using magic 1.2f 2 units and hybrid .007d 2 units. Patient is doing well and the procedure was completed successfully. " incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "procedure - avm glue embolization, pathology - aca avm, associated products - fargo.058, magic 1.2f, hybrid .007d. During an avm case, the physician decided to use magic 1.2f for glue inject. Fargo .058 was advanced till cavernous ica segment. Magic 1.2 f & hybrid .007d was prepared as per IFU. Magic 1.2f was navigated over hybrid .007 guidewire and placed inside the fargo. Suddenly physician felt that he has lost control over the wire and then he found that hybrid .007 broke while he is putting inside the magic. Then he simply withdrew the whole system and took a new hybrid .007d for complete that case. Later glue embolization was completed by using magic 1.2f 2 units and hybrid .007d 2 units. Patient is doing well and the procedure was completed successfully. " incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: we observed the device was returned in its primary packaging, no secondary packaging, no dispenser. We observed the two parts of the hybrid were returned. We noted the proximal part measures 160cm approximately. We noted the distal part measures 60cm approximately. We observed no kink, no deformation (except a little one at the distal part), some friction areas, the hydrophilic coating seems to be damaged. Root cause of the reported issue cannot definitively be determined due to the damaged state of the returned device. Upon device return, we observed the two parts of the hybrid were returned with the proximal part measuring approximately 160cm and the distal part measuring 60cm. Moreover, we observed the hydrophilic coating seems to be damaged. Based on the complaint description and the returned device condition, the exact timing of when this damage occurred is unknown. However, damage to the guidewire may occur if excessive forward pressure is applied during advancement attempts into the microcatheter. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00521649 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.